Event description:
It was reported, the patient underwent a femoral angiogram. The puncture site was above the bifurcation. The artery was large and no disease was present. The deployment was routine, hemostatsis was achieved and there was no bleeding or hematoma. The patient returned to the hospital seven days later complaining of leg pain. A duplex scan was performed the following day which revealed decreased flow and a possible right femoral artery occlusion. Four days later, an arteriogram showed a segmental occlusion in the right femoral artery at the junction of the external iliac artery. The patient underwent surgery. Post operative notes stated that a dissection of the right femoral artery was carried out. There was extensive inflammatory reaction the common femoral artery and old thrombus within the artery. The arterial wall was thickened as a result to the inflammatory reaction. In addition there was a complete intimal disruption of the inside of the artery. Fragments were seen around the vessel. The angio-seal was removed. The patient tolerated the surgery well and was reported as stable.

Manufacturer narrative:
No product was returned. Review of the lot history and device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the vessel occlusion could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascualr access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.